Event description:
The customer reported that the new insulin pump that they received had a piece of the reservoir lip come off. The customer's blood glucose was 197 mg/dl. It was also stated that the insulin pump they had before had the same issue. No significant events prior to the physical damage. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump had a cracked case at the display window corner, cracked battery tube threads and a broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.